Manufacturer narrative:
Additional devices for this complaints: con190285 - 1407gb - MFR. Date: 06/30/2015 - exp. Date: 06/30/2016, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection and pump thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient presented to our clinic today complaining that his ventricular assist device (vad) has been alarming from around 1700 yesterday ((B)(6) 2017). It was stated that it happened when he was sleeping or resting and that it stops but with mild movement and exercise it starts to alarm again. It was stated that logfiles had been downloaded and attached. It was stated that the patient had high power alarms with movement and high watts were thought to be suspected of thrombus. It was also stated that the patient has had an ongoing infection from the driveline site. The driveline exit site continues to have a slight ooze and the patient is changing dressing between 1 to 2 days depending on exudate. It was stated that there is no (nil) pain at the site, but the skin remains erythematous surrounding the exit site. It was further stated that the patient has no symptoms. The patient states his medication regime has not changed and he is complaint with all medications. The controller has no loose fittings and is in good repair. A controller exchange was performed. No additional information available.

Manufacturer narrative:
It was reported that the patient was experiencing high watt alarms. Additionally, the patient was experiencing an ongoing infection. The pump and the controller were not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated devices met all requirements for release. Analysis of the alarm file revealed 38 high watt alarms starting on 02/19/2017 at 17:09:27, confirming the reported event. An increase in power consumption was observed in the log files starting on 02/19/2017 at 08:40:44, with a maximum power consumption recorded at 5.3 watts. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of historical data of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.